Manufacturer narrative:
Evaluation: results: the ipg passed all functional testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with an ipg on (B)(6) 2009. It was reported on (B)(6) 2010 that his ipg would soon be explanted. Due to the patient's weight, the device was allegedly causing discomfort. The explant occurred on (B)(6) 2010, and the ipg was returned to the manufacturer.